Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the ampulla of vater during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. The device was opened, irrigated, and used as usual in an ercp procedure. During the procedure, when sphincterotomy was initiated, "the physician noticed that the truetome was not making the complete arch." The device was removed and was tested outside the patient. When the handle was actuated, the wire anchor dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the wire anchor dislodge and the cutting wire was kinked.